Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6) was returned for analysis and had its log file downloaded. A review of the log file showed events spanning approximately 3 days (B)(6) 2020 per timestamp). Atypical power cable disconnect alarms coincident with rsoc invalid faults were captured on the white power cable. These alarms were active while connected to battery power on (B)(6) 2020 at 04:27:44 ¿ 04:57:01. Pump operation was not affected during these events. The driveline was disconnected on (B)(6) 2020 at 04:42:19 for a system controller exchange. There were no other notable alarms active in the log file. The returned system controller was functionally tested and passed all testing without issue. The reported power cable disconnect alarms were unable to be reproduced during testing. The system controller was run for an extended period while connected to a mock loop and was able to support pump function for the extended operation without issue. A root cause for the reported event was unable to be conclusively determined through this investigation. The heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ and heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ addresses all alarm conditions including power cable disconnect alarms, and the actions to take when the alarms occur. Heartmate iii instructions for use section 3 entitled ¿powering the system¿ and heartmate iii patient handbook section 3 entitled powering the system¿ addresses how to properly switch between power sources. The heartmate iii patient handbook and the heartmate iii instructions for use (IFU) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a controller exchange on (B)(6) 2020 after experiencing "connect to power" alarms off an on for 40 minutes despite cleaning batteries and battery clips. The alarm did not reoccur after the controller exchange.